Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the insulin pump alarmed with no delivery during priming. Customer was advised to push insulin through with a plunger and the insulin exited. After customer was advised to rewind the device and run a fixed prime, the alarm recurred. Customer's blood glucose was 120 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the displacement, prime, and excessive no delivery alarm tests. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.